Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime occurred more than 2 times. It was reported that the user's blood glucose (bg) readings were less than 70mg/dl but greater than 40mg/dl without symptoms. It was also noted that the patient primed while attached to the pump and 7 units of insulin were infused into the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting.